Manufacturer narrative:
(B) (4): the service agency contracted by physio-control in ireland evaluated the device and verified the reported failure. The cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. Physio-control further evaluated the removed assembly. The cause of the reported problem was determined to be due to a failure of the eos power supply module. Transistors q1, q2 and diode d2 were found to be shorted. It was also observed that fuse f1 was open.

Event description:
It was reported that the device's ac mains light was not illuminated. The reported failure is indicative of a device that will not operate on ac power. There were no reports of pt use associated with the reported failure.